Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 95% to 55% within two hours. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer reported that the alert had not reoccurred after charging the pump. The customer's blood glucose was 187 mg/dl. Reportedly, the customer would continue to use the pump for insulin therapy.